Event description:
Related manufacturer reference number: 2017865-2022-46377. It was reported that a patient presented in-clinic for an unrelated elective replacement procedure. During the procedure, the new left ventricular (lv) lead being placed was unable to be advanced and insulation damage was alleged on the lv lead by the physician. A new lv lead was used to complete the procedure, but this new lv lead was found to be difficult to advance as well. Following the procedure completion, the new lv lead was found to have dislodged, resulting in extra cardiac stimulation and high capture thresholds. Surgical intervention was scheduled but was not yet completed. The patient was stable throughout.

Manufacturer narrative:
The reported events were guidewire issue, catheter issue, and ¿lead felt rough around the m3 electrode¿. As received, a complete lead was returned in one piece for analysis. The reported event of guidewire issue was confirmed. A guidewire insertion test found obstruction/restriction at the proximal region of the lead. Visual and x-ray inspections did not find any anomalies at the guidewire obstruction region. Additional analysis was performed and the inner coil at the guidewire obstruction region of the lead found dried blood inside the inner coil. The cause of guidewire issue was isolated with dried blood inside the inner coil. The reported event of catheter issue could not be confirmed. Unable to perform insertion test on the returned lead with catheter due to the condition of the inner coil as received. The reported event of ¿lead felt rough around m3 electrode¿ was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. All three electrodes were noted normal and intact.